Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4).

Event description:
It was reported that (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced unspecified cosmetic dissatisfaction with the right prosthesis. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 375cc saline prostheses was performed on (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 12, 2020. The investigation of the returned device was completed by the failure analysis lab on october 28, 2020. Device evaluation summary: during the visual evaluation of the device no apparent damage was observed. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).